Event description:
It was reported that the stent was difficult to deploy and required another stent. Vascular access was located in the right femoral artery. The 90% target lesion was located in the left carotid artery. An 8.0-36 carotid wallstent was selected for use. When deployed halfway, it became stuck and could neither be retracted nor continue to be deployed. However, it eventually successfully deployed after several attempts. The stent was also damaged. Another carotid wallstent was then used and deployed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Reported here as phone number exceeded character limit for designated.

Event description:
It was reported that the stent was difficult to deploy and required another stent. Vascular access was located in the right femoral artery. The 90% target lesion was located in the left carotid artery. An 8.0-36 carotid wallstent was selected for use. When deployed halfway, it became stuck and could neither be retracted nor continue to be deployed. However, it eventually successfully deployed after several attempts. The stent was also damaged. Another carotid wallstent was then used and deployed. There were no patient complications as a result of this event. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. The stent was deployed more than 50% and it could no longer be further deployed or retrieved. After much effort, it was eventually reinserted into the stent catheter and was fully reconstrained upon removal.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination of the device identified an outer break approximately 115mm distal from the distal end of the t-connector. Multiple outer sheath kinks were also noted. The investigator was unable to deploy the stent due to the outer sheath break. A visual investigation identified no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was difficult to deploy and required another stent. Vascular access was located in the right femoral artery. The 90% target lesion was located in the left carotid artery. An 8.0-36 carotid wallstent was selected for use. When deployed halfway, it became stuck and could neither be retracted nor continue to be deployed. However, it eventually successfully deployed after several attempts. The stent was also damaged. Another carotid wallstent was then used and deployed. There were no patient complications as a result of this event. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. The stent was deployed more than 50% and it could no longer be further deployed or retrieved. After much effort, it was eventually reinserted into the stent catheter and was fully reconstrained upon removal.